Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00483. The hospital discarded the devices.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon removal from the packaging, the pusher wires of two pc400 coils became kinked and were not used.